Event description:
The device had a blade eject during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
The device had a blade eject during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.